Event description:
This incident was reported to lumenis in 2006. The patient underwent a bladder tumor resection and ablation that was initiated with a standard electrode procedure loop and completed with a lumenis slimline 1000 fiber; the procedure was successful. After the bladder tumor resection/ablation the patient underwent holap with a lumeris due tome 550 fiber and the holap was also considered a success. After the incident the patient experienced compartmental syndrome (fluid absorption) which was the cause of death. The patient was placed on life support and expired approximately 2 days after the incident. The physician indicated that the incident was not related to the two lumeris fibers. The fibers were not returned to lumeris for evaluation and the enduser did not provide the lot numbers of the fibers.